Event description:
Clinical study. Same case as MFR # 6000089-2004-00873, 00874. Approx five months after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending and right coronary arteries.

Event description:
It was further reported the pt was enrolled in the program in 02/2004. Target lesion 1 was identified in the mid rca with 80-90% stenosis and a 3.70 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid lad with 90% stenosis and a 3.25 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of two overlapping taxus stents (3.0 x 32 mm and 3.5 x 16 mm). Residual stenosis was 0% following post-dilatation; however, there was complete loss of the lad diagonal and compromise of the septal branch (timi 2 flow). The pt was taken to the ccu on IV nitroglycerin after angio-seal. The pt was monitored in the ccu and had no arrhythmia. Peak cpk was 2595. Cardiac enzymes met guideline criteria for mi. EKG showed anteroseptal infarct of indeterminate age. A post-implant procedure echocardiogram showed no severe lv dysfunction and the pt was discharged to home 4 days later. Causality; relationship to taxus stent: unknown relationship to target vessel: probable. The pt presented 5 months later with unstable angina and borderline troponin elevation; ck's were within normal limits. Initial EKG was normal sinus rhythm and second EKG showed lateral t-wave inversions. The pt discontinued plavix 30 days post stent implantation as well as discontinued asa one month prior to admission, secondary to bleeding difficulties from ulcerative colitis. The pt was admitted to outside hospital and transferred to study site the next day. Cardiac catheterization revealed: lmca - normal, lad - 90% stenosis just proximal to stent, 30% in-stent restenosis, lcx - normal, rca - 50-60% proximal stenosis, patient stent, lvef = 50%, mild area of anterior lateral hypokinesis. Cutting balloon angioplasty to the prox lad was performed with 0% residual stenosis. A stent was not placed because of the concern about asa and plavix. The pt was discharged the next day. Causality: relationship to taxus stent: not related.